Manufacturer narrative:
Additional information d9, h3, h6 and h11: h11: the device was received for evaluation. During functional testing, a false downstream occlusion alarm was not reproduced. Performed downstream occlusion test and passed. A review of the event history log revealed multiple 'downstream occlusion' messages. A device history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The cause of the condition was not determined. No pump correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump alarmed downstream occlusion sensor at less than 2 (pounds per square inch), out of tolerance error occurred during testing in the biomedical service department. There was no patient involvement. No additional information is available.